Event description:
It was reported that the patient presented with an alert triggered. It was found that the right ventricular (rv) lead pacing impedance was high and undefined. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported by the patient that they had an episode where they collapsed and was brought to the hospital. The patient stated that their lead was broken and that is why the their right ventricular (rv) lead was replaced. The patient stated that after the surgery she now feels better. No further patient complications have been reported as a result of this event.